Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient on ward 30 had a PICC line inserted in theatre on 6th february, it was a bard 3fr groshong PICC line with no clamp. It was stated that it snapped during IV antibiotic administration on the (B)(6).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr groshong s/l two-piece connector. The sample was received assembled. No catheter was evident. Blood residue was observed within the connector. Microscopic inspection of the connector did not reveal any damage or deformity. Following disassembly of the connector, inspection of the connector bore confirmed that no catheter was returned. The compression sleeve was advanced into the tapered region of the bore. The lack of catheter fragment within the connector indicated that the catheter had detached from the connector. The position of the compression sleeve indicated that the catheter had not been fully inserted through the distal connector segment during device assembly. The product IFU provides instructions for the proper assembly of the catheter/connector system. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient on ward 30 had a PICC line inserted in theatre on 6th february, it was a bard 3fr groshong PICC line with no clamp. It was stated that it snapped during IV antibiotic administration on the 17th february.